Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-mar-2024, it was reported that the patient faced infusion set leaking during use from the site, which cause the patient's blood glucose elevated from 300 to 350 mg/dl. The set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.